Event description:
It was reported when the devices were used during a lower anterior resection, there were no staples fired. The case was completed using sutures. There was no consequence to the patient.